Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA (B)(4). Device by manufacturer: on 24-jun-2015, an fse was dispatched to the customer facility to address the reported event. Fse began to troubleshoot the issues. Fse verified the issue and found a clog inside of wash probe #1 that was not allowing it to perform suction, washer #2 and #3 were working properly. Fse replaced wash probe assy on bf#1, primed washer several times without error and was seeing wash being evacuated out. The customer ran quality control (qc) in which all results were within acceptable range and verified that the analyzer was functioning correctly. The aia-2000st analyzer was functioning as intended and the errors cleared. No further action required by field service. The probable cause of the event was clogged washer #1 probe.

Event description:
On (B)(6) 2015, a customer reported error 2235 bf probe #1 suction failures with their aia-2000st analyzer. The customer is unable to run fsh patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting fsh patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.